Event description:
The customer reported that the system does not boot up. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the f1 and f2 fuse. The system operates as intended.